Event description:
Bed allegedly freezes and will not move. Current position is feet up and head down. User is bed ridden. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 5410ivc, serial number/date code is unknown. The user manual part number 1114836 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is bed ridden (cannot walk) due to a preexisting medical condition. The consumers medication regimen is unknown. The consumer is a (B)(6) male whose age and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.